Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited impedances greater than 3,000 ohms and no capture. A revision procedure was performed and the lead was removed from the device. The lead was evaluated with the pacing system analyzer (psa) and revealed normal thresholds and impedances; however, noise with oversensing was observed with lead manipulation. The decision was made to surgically abandon and replace the lead. In addition, it was elected to replace the device as the pocket was open. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.